Manufacturer narrative:
As no lot number was reported, a ship history report (shr) was generated for item number (B)(4) in order to determine the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records of the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical october 2014 complaint report was reviewed for the bioflo PICC product family and the failure mode of "hub extension tubing crack/ separation". No adverse trends were identified. The reported complaint description cannot be confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for the fracture/ hole in the extension tubing is believed to be erosion of the tubing due to prolonged exposure to alcohol and/ or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/ extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. (B)(4).

Event description:
As reported the hub of an indwelling PICC which had been placed on (B)(6) 2014, fell off on (B)(6) 2014. The PICC was removed and the patient sent to ir to have another PICC placed. The patient condition was described as "stable". The PICC which was removed and discarded at the hospital.